Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited oversensing resulting in inappropriate atrial tachy response (atr) episodes. Additionally, the signals on the electrogram (egm) appeared to be intrinsic beats falling into post-ventricular atrial refractory period (pvarp) and blanking, resulting in both oversensing and undersensing. This right atrial (ra) lead remains in service and no adverse patient effects were reported.